Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power. Therefore, the reported condition that the device was not working at all was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had insufficient/low power and the hose was damaged (excluding rupture). It was further determined that the device failed pretest for rotational speed and hose verification. It was noted in the service order that the device was not working at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.